Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sub-total gastrectomy procedure, there was the staple line incomplete in distal end. The surgical time was extended 30 minutes or more due to the product problem and a second operation was necessary to close the duodenal fistula. There was tissue damage reported and the incision was extended more than 1 inch (2.54cm). Patient was still in the hospital.